Event description:
It was reported that damage occurred to the pump housing, specifically around the usb port, impacting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to replace the pump, confirming warranty status and the shipping address. The customer was instructed to use mdi as a backup therapy, put the pump into storage mode, and return the defective pump with a pre-paid label within ten days, which the customer understood and acknowledged.